Event description:
Customer states the unit seat became unlatched and went forward while driving, upon further inspection, the clamp in the back was not locked in.

Manufacturer narrative:
The device is currently unavailable for evaluation. A follow-up report will be issued if additional information or the device itself becomes available.